Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown duration of time. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump. The customer declined to provide further information to tandem technical support regarding the reported issue.